Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter in pathway. The following information was received by the initial reporter with the following verbatim it was reported by customer that the black speck in the drip chamber of IV tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed